Event description:
We have experienced two instances of the transport pole screws shearing off where the pole attaches to the base. It appears the screws are too thin to handle the weight and day-to-day use of the device.